Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket b1 in drawer 2 was failed and the pocket was not detected on the bus. A field service engineer inspected and found the row board cable connection was not fully seated. After reseating the cable, used the hardware test application (hta) to test all pockets, which functioned correctly in testing mode. However, upon restarting the application, pocket b1 automatically ejected with a message to return it. Inspected and cleaned all connections and pockets, but no clear cause was found. After reassembly and restart, the pocket ejected again. Advised the customer to return the defective pocket and reload the medication into a new pocket or alternate location. The customer confirmed the rest of the drawer was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.